Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they are getting up 4-5 times a night. Consumer reported before they got the device they were getting up 7-8 times a night, but when they first got the device they only got up one time a night. Patient wanted to change the program. Patient reported their symptoms had been present for "about a week." Additional information was received. It was reported that the patient changed from program 2 to program 1 on (B)(6) 2018 and was feeling comfortable stimulation. A couple days later, the patient reported that lately ¿everything seems like it just runs through;¿ urine just runs through them and they can¿t drink water because it just goes through them. They stated that it was working perfectly for a while, but it¿s not working perfectly anymore. It was noted that they had already tried programs 3 and 4 in the past, but not for a long time. Additional information was received. It was reported that the patient had no improvement. The patient stated that their symptoms were worse since the last call. The patient mentioned that stimulation was too strong when she was on program 2. There was no change in therapy related to positional movement reported. The patient noted that she called a manufacturing representative earlier and was directed to switch programs. The patient had access to the patient programmer and it was unknown if the patient felt stimulation in the correct area. The patient reported that it was too early to tell. The patient also mentioned that their back hurt when on program 2. There were no further symptoms or complications reported or anticipated.